Event description:
It was reported that during initial implant procedure, increased capture threshold was observed. Physician decided to reposition the lead but the helix was not retracting. Lead was removed and a new lead was placed with no further complication. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.